Event description:
It was reported that the balloon "popped" shortly after insertion. Additional information was received on (B)(6) 2015 from the nurse that the balloon ruptured after the tube was in place for six days. The nurse reported that initially the tube was difficult to place since it was an 18 french tube and had to dilate the stoma in order to get an 18 french into the patient. The nurse stated that she could have placed a 14 french 4.5 tube without any issues but did not have one available. The patient is currently doing fine.

Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. The balloon exhibits an axial burst, extending from the base of the proximal collar to the distal tip. The balloon material was inspected under magnification. No obvious defect is observed on the material that could identify a potential point of origin for the burst. According to the device history records for lot number aa4189f11, the product was manufactured according to the product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).